Event description:
Hospital personnel report the device will not power on in battery mode. Hosp biomedical staff report that if the device is attached to ac power it will power on; the device will then run in battery mode. The biomedical staff report that if the device is unplugged from ac power prior to pressing the on key the device will very briefly falsh the on led but the device does not power on. The noted discrepancy was found during daily device testing.